Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was that their stimulator (ins) wasn't shutting off and was running constantly. Pt stated that they didn't raise the stimulation up to 12 or 13, so they didn't know what happened, but they had unlocked the controller and they saw a number 2 alongside the screen and so they used the bottom arrow to keep lowering the stimulation until the stimulation stopped. Pt stated that they needed to recharge the ins again as the ins battery got too low from the stimulation being on a higher setting.pt stated that they were confused themselves as they didn't think the stimulation had ever been up that high before. Pt stated that they couldn't get any technicians to come where they lived since they lived a ways from everything. Pt stated that they didn't know what level the stimulation should be set at; patient services (pss) reviewed requested information with the pt. Pt then stated that they had the controller in their purse and that they didn't push any buttons but that there was no way having the controller in their purse would've caused the stimulation to have increased. Equipment seemed to be working as intended during the call. Pt will monitor the therapy and call pss back if needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.